Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. It was noted by the reporter that there are three possible lots that contributed to this event, and it is unknown which lot number actually fractured. The three lot numbers for the device 912068 are: 016700, 740060, or 963380. (B)(4). Report source: event occurred in (B)(6).

Event description:
It was reported that during a procedure, the tip of the device inserter fractured when the surgeon attempted to insert it into the patient's burr hole. It is highly likely that the fractured fragment was left in situ. No x-rays are available to confirm this. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : three juggerknot product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device the fractured tip belonged to. The information for the two additional juggerknots are as follows: item name : juggerknot 1.4mm shrt w/ndls, catalog number: 912068, lot number: 740060, UDI#: (B)(4), expiration date: may 25, 2023, manufacture date: may 25, 2018. Item name: juggerknot 1.4mm shrt w/ndls, catalog number: 912068, lot number: 963380, UDI#: (B)(4), expiration date: apr 6, 2023, manufacture date: apr 6, 2018. Visual examination of the returned product identified one of the prongs on the tip of the inserter has fractured however, was not returned with the device. The complaint is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.